Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and review of the archive. The root cause of the ua07 was the failure of single point load cell #1. A review of the archive data showed ua07 error messages; thus, confirming the reported complaint. The autopulse platform failed the initial functional testing due to the displayed ua07 error message at power up, confirming the reported complaint. The load-sensing system of the device has detected a weight/load imbalance between the two load cells. Upon conducting load cell characterization, the result determined that single-point load cell 1 was defective (output reading values were over-reported). Load cell 1 was replaced to remedy the reported complaint. Subsequently, the load cell characterization was performed and the results indicated that both load cells function within the specification. Following service, the platform passed the load cell characterization test and run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.